Event description:
It was reported that during a prostate vaporization therapy procedure, 6 applications were performed, but when it came time to perform the 7 application, there was a failure, and it was no longer possible to continue with the procedure. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a prostate vaporization therapy procedure, 6 applications were performed, but when it came time to perform the 7 application, there was a failure, and it was no longer possible to continue with the procedure. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the delivery device did not identify any damage or abnormalities. The device was also tested. The mechanical test concluded the needle could be retracted and deployed, and the function of the buttons worked as intended and it was also informed, the device passed functional testing the device performed prime, pretreatment, and 3 full treatments without any issues or errors. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions.

Event description:
It was reported that during a prostate vaporization therapy procedure, 6 applications were performed, but when it came time to perform the 7 application, there was a failure, and it was no longer possible to continue with the procedure. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.